Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
On (B)(6) 2014 it was reported that the physician will not provide any further information.

Event description:
It was initially reported that the patient was hospitalized due to seizures. The patient reported that there magnet swiping did not do anything for his seizures.